Manufacturer narrative:
It was reported that the tape was used during an enema study on a nicu patient to secure the tube in place at the rectum. During the procedure, the tape did not adequately adhere to the infant's skin, resulting in the inability to maintain a proper seal. As a result, leakage of barium occurred from the rectum, compromising the effectiveness of the study. The need to repeat the procedure resulted in additional handling and transport of a critically ill nicu infant. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The tape used to hold the tube in place in the rectum did not adhere to the skin.